Event description:
A friend or family member reported she had slowly been seeing some changed and had concern that maybe the patient was developing another seroma. The caller stated that the patient had swelling and pain at the implantable neurostimulator (ins) was floating in fluid, and it is vertical, and the top of the implant is bulging so big that the caller can see it when you at their back. The caller stated the patient used a whole tube and a half of icy hot because her calves were killing her particularly on the left side where the implant is. The caller took the patient to the emergency room but they didnt want to touch her due to the interstim. The caller noted they had moved to (B)(6) and had not established insurance there yet but had contacted their managing healthcare professional (hcp) in (B)(6). The caller noted the onset was gradual. Additional information from a hcp stated he was the physician on call in the ER and the interstim patient was being transfer to the hospital. The hcp stated the patient did not indicate a fall. The patient was currently in the hospital due to pain at the ins site. The hcp noted the onset of pain at the ins site was sudden. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.